Event description:
Users of this model 3100a reported it "seemed to depressurize and the oscillator stopped" during patient treatment. The patient was bagged then placed on a conventional ventilator without compromise.